Event description:
It was reported there was 60 cycle noise during an implant procedure. The programmer and analyzer were replaced, which resolved the issue. The analyzer had been replaced within the past year, due to the same problem. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm or reproduce the reported 60 cycle noise. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm or reproduce the reported 60 cycle noise. No anomalies were found.